Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima ii¿ IV catheter prn adapter there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd intima ii¿ IV catheter prn adapter there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8141365. Our records show the reported lot was manufactured in july of 2018, and determined that this is the only instance of a damaged catheter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Although, a photograph was submitted for evaluation, our investigators were unable to determine the root cause for this event without the ability to review the affected sample.